Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the shared log confirm the reported event that the transmitter battery died and refuses to pair again. The root cause was could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the transmitter battery died and refuses to pair again. No additional patient or event information is available. Data was provided for evaluation. The reported event of transmitter battery died was not confirmed via data. A root cause could not be determined. However, data evaluation did confirm a session stop due to transmitter error on (B)(6) 2016.